Event description:
It was reported that during a lap cholecystectomy procedure, after firing, the jaws would not release. They were able to get it off tissue. Another device used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.